Event description:
Reporter alleged obtaining discrepant blood glucose values of 94 mg/dl, 349 mg/'dl, and 111 mg/dl back to back with a result of 85 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time other comparative tests of 159 mg/dl, 95 mg/dl were performed back to back with a result of 354 mg/dl within 10 minutes on the same system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.